Manufacturer narrative:
Conclusions - device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he could not communicate with a patient's vns therapy pulse generator. He additionally reported that he was able to successfully use the same programming system on two other patients recently, indicating that this patient's generator was at fault for the failure to communicate. Battery life calculation performed by MFR for patient's generator resulted in a negative value, indicating that the generator had reached end of service. Per the physician, the patient will not be seen again until sometimes in 2008.